Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an arcr treating rotator cuff tear, it was preoperatively found that the jaw on the passer was immovable at open position. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received the complaint device was received and evaluated. Visual observations revealed slightly marks of sterilization. The jaws were tested on a sample rubber strip; as a result, the upper jaw was slightly loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. A manufacturing record evaluation was performed for the finished device lot number:50768-190122-02, and no nonconformances were identified. According with the functional test result, this complaint can be confirmed. This device is two years old and its visual appearance indicate possible field wear. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the jaw on the expressew iii ac+ gun device was immovable at open position. During in-house engineering evaluation, it was determined that the upper jaw was slightly loose when the jaws were closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.